Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an alert was triggered for lead integrity. The right ventricular pacing impedance was noted to have an upward trend but was high and fluctuating. There were many short v-v intervals and many non-sustained episodes. X-ray indicated that the lead was fully inserted in the header. Atrial noise was also noted. Ventricular sensitivity was reprogrammed and the alert was programmed off. Both the atrial and ventricular leads remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.